Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips scissored when applied. This happened three to four times. There was no consequences to the patient.